Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation black box verified that fully charged replacement batteries were not being used. No corrosion or cracks in the battery compartment or battery cap. Investigators were able to fully tighten battery cap. The keypad symbols were found to be worn. The battery cap measurements were within specifications. The contrast, down and ok buttons were intermittently unresponsive. There was contamination under the contrast, down and ok buttons. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under the buttons. This report is made based on results of investigation completed on (B)(4) 2013.